Event description:
Patient reported that back to back tests performed on patient's ss meter using separate finger sticks were 297 and 89 mg/dl (108% difference). No symptoms were reported. Control test reading was in range. The meter is not cleaned according to manufacturer's product recommendations. Lsf representative reviewed quality control procedures with pt. The meter was replaced. There was no allegation of harm.